Manufacturer narrative:
The affected device was analyzed onsite by dräger service and the log file was sent to the manufacturer for detailed analysis. During a device test run the reported problem could not be reproduced and a full functional test according to specification passed without deviation. The log file confirms that the device performed a single warmstart on july 6th at 9:37. After the restart the ventilation continued as previously set. Based on the log entries we conclude that the root cause for the deviation was an electrostatic discharge from the user above the immunity level according to iec 60601-1-2 applicable at the time of manufacture (2007). The device reacted as specified to this deviation by initiating a warmstart to ensure proper integrity of the internal data after the electrostatic discharge. During a warmstart the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. After successfully performing the warmstart (duration approx. 8 seconds) the ventilation is continued with the latest parameters. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device suddenly alarmed and restarted during use on patient. The ventilation stopped during the restart. After the restart the device worked normally, but it was replaced. No patient consequences were reported.